Manufacturer narrative:
E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the point where the tubing comes out of the device. The device contained 5 fluorouracil in 5% glucose solution with a final volume of 85 ml. Additionally, it was described that the elastomeric balloons remained significantly filled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.